Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he needed assistance with the changing he infusion set. The customer's blood glucose was 49 mg/dl. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer ate jelly beans to treat the low blood glucose. The customer did not return the product for analysis.